Manufacturer narrative:
Device evaluated by MFR? Device not returned for evaluation.

Event description:
It was reported that due to a loose cuff from scar tissue the patient had his artificial urinary sphincter (aus) cuff removed and replaced with a 4.0 cm cuff. It was added that the physician removed tissue from around the urethra and moved the cuff to a higher location. The patient was only implanted with the previous cuff for only a few months. After the surgery the patient was able to regain continence. Should additional information be received, a supplemental report will be filed.